Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing random disconnects from power port 2, same power port would not do the usual "click" and is loose. The controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector only. Results revealed that the electrical connection between the battery and controller was stable. No anomalies were found with power port 2, both connectors "click" and once connected they are firmly locked. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer is investigating loose connectors. Supplemental testing showed that a defective internal battery (bt2) provoked the real-time clock (rtc) reset to zero, the most likely root cause can be attributed to an extended period where the controller was not connected to an external power source, causing the rtc to deplete. The loose power port 1 and rtc reset to zero are additional observations not related to the reported event, the reported loose power port 2 could not be verified. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. The reported random disconnects was confirmed via log files review; however, this is not related to a failure of power port 2 but the most likely root cause can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site that the patient reported experiencing random disconnects from port 2 of the controller. It was stated that this happens on batteries and alternating current (ac) power. Port was inspected and there were no obvious signs of damage. When connecting a power source on port 2 it doesn't do the usual "click," you must push it in and then turn it. It then appears to work itself loose and disconnect with any movement or tension. It was also stated that there was no effect on the patient due to the event. It was stated that the controller was exchanged. No additional information available.